Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer initially reported 3 discrepant results with the alinity m sars-cov-2 assay. The suspect samples were tested on (B)(6) 2022. The customer questioned four samples which gave a positive result and when repeated on (B)(6) 2022, three of the results were negative. The fourth result gave a positive result of 39.05 cn and when repeated gave a result of 29.42 cn. The results were reported outside of the laboratory. There was no impact to patient management.

Manufacturer narrative:
G1 has been updated to reflect new personnel. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 was performing as expected and met the assay specification requirements for the controls. No error codes nor flags were generated for the run controls during first use for the amplification plate. Due to the cluster of samples with low fluorescence and the historical data demonstrating the amp kit units were previously used on a different instrument, the discrepant results were likely processed using re-used ampkit unit 04554, 02808 wells on (B)(6)/2022. The amp plate was not designed to be reused and is indicated as such in product labeling. This user error likely led to the abnormal curves which generated the discrepant results. A product deficiency was not identified; use outside of product labeling has been identified as a probable cause for the discrepant results. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sarscov-2 amp kit (list 09n78-095) lot 524203 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 524203 was not identified.